Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the customer experienced a low blood glucose of 65 mg/dl. The customer alleged the insulin pump was over delivering insulin due to low blood glucose. Customer treated with food. No harm requiring medical intervention was reported. The insulin pump and reservoir will be returned for analysis.